Event description:
This report is based on information provided by a philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator/monitor indicating that the device experienced a shock equipment malfunction error. It is unknown whether the device was in use at the time of the alleged malfunction. No patient or user harm was alleged. Available details indicate that the device had exhibited symptoms of a critical failure and the customer was advised to remove the device from service. The device was not available for additional investigation. Because the device is out of warranty, cannot be repaired, and was returned to biomed, the cause of the reported problem is unknown and cannot be confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed and while no harm was alleged in this case, the alleged failure mode could cause or contribute to a death or serious injury if it were to reoccur during clinical use. Based on this rationale philips considers this a reportable malfunction. A clinical assessment was completed by a qualified evaluator. The summary of that evaluation concludes that multiple attempts were made to obtain additional clinical and patient information to confirm that an adverse event occurred and the severity of the event. However, these attempts were unsuccessful, and it cannot be confirmed if the device event occurred during patient use and resulted in life-threatening situation requiring intervention. Given the reported clinical scenario, the reported device event will be considered an adverse event because live-saving therapy/treatment has been interrupted and or delayed and may have led to a deterioration in the state of the health of the patient. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was advised their device was out of warranty and cannot be repaired. The customer was advised to remove the device from service the customer was advised they can purchase a replacement through philips sales/their philips distributor. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.